Manufacturer narrative:
Device investigation results point to a device failure caused by a non-functional floating mass transducer (fmt) due to a loosened weld joint. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
In (B)(6)2017 the user reported having no benefit from the implant on the right side. There was no accident or trauma reported. The recipient has been reimplanted with a new middle ear implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Three months ago the user reported having no benefit from the implant on the right side. There was no accident or trauma reported. Re-implantation is being considered.